Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the red x/shock test failures. There was no patient involvement.

Event description:
The customer reported intermittent power issues. There was no reported patient involvement / adverse patient impact.